Event description:
When the customer checked the equipment visually, the green light had stopped flashing and was lit continuously. In the evening, an alarm sounded again, and the green light stopped flashing. There is no indication of negative patient impact.

Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.